Manufacturer narrative:
There is no indication of the device not functioning as expected. Per the doctor, the implants were removed due to heterotopic bone formation. The warnings in the package insert state this type of event (heterotopic bone formation) can occur. Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. There were 2 devices implanted and explanted, see MDR 1032347-2010-00158.

Event description:
It was reported the patient had a right side tmj replacement done in (B)(6) 2006. Due to heterotopic bone growth, the doctor explanted the original devices, and placed new devices in the patient.